Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient heard an alarm. There was a confirmed motor stall in the event logs with no motor stall recovery recorded; there was only one motor stall in the logs. The pump was stalled for ¿greater than or equal to 24 hours¿. The cause of the stall was unknown. The stall had not been caused by the patient having an MRI or other medical procedure. The stall occurred at 12:42 and at that time the patient was sleeping at home. The patient was having nausea, a significant increase in pain, and was anxious. The pump eri (elective replacement indicator) was 12 months. The pump was programmed to minimum rate on the date of this report and the patient was given a clonidine patch. The pump was replaced and the patient recovered without permanent impairment. The device system was delivering clonidine, bupivacaine and prialt.

Manufacturer narrative:
Analysis of the pump revealed gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.